Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746 serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient programmer was ¿adjusting everything at once.¿ the caller stated that it was adjusting the stimulation in their back and their legs at the same time instead of one at a time. The caller stated this began a week-and-a-half prior to report. The patient was advised to sync with the implantable neurostimulator (ins) and the patient reported seeing the group adjust screen. The patient navigated to program one and two. The patient was on 2.9v on program one and 2.8v on program two. The patient turned stimulation all the way down to 0 on both programs. Then, the patient increased stimulation slowly on program one and after increasing to 3.0v the patient was not able to feel stimulation. After that, the patient increased stimulation slowly on program two and the patient started to feel a little stimulation in their legs at 2.9v. The patient increased stimulation up to 3.4v and reported feeling a ¿little stimulation¿ but not a strong stimulation sensation. The patient then stated that they must not be getting any stimulation because ¿boy am I hurting.¿ the patient stated that their legs were hurting. The patient stated the morning of report they got up to go to the bathroom and when they got back to bed their left leg was ¿killing her.¿ the patient stated that they had not ever had strong stimulation in their back. The manufacturer representative inquired when the patient¿s legs started hurting and the patient responded early 2000. Then the patient was asked when the device stopped helping with their legs and the patient stated that it had not stopped helping. The patient stated that they were able to feel stimulation the morning of the date of report. There were no falls or trauma reported. It was reviewed with the patient that when they see the group adjust and they increase stimulation it would increase on all the programs. It was reviewed that the patient programmer was operating as designed. Additional information was requested but was not available at the date of this report.